Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported the patient's right hip was revised due to instability. Surgeon reported patient had had a femoral periprosthetic fracture which had healed (no report of subsidence). The stem, head, and liner were revised.